Event description:
It was reported that there was an apparent lead fracture, inappropriate shocks were delivered, and the device reached elective replacement indicators prematurely. Both the lead and device were explanted. No patient complications were reported as a result of this event. A journal article also reports noncapture, oversensing, noise, and high pacing impedance.

Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead returned and analyzed. No anomalies found journal article which supplied additional information on this event is 'early failure of a small-diameter high-voltage implantable cardioverter-defibrillator lead'. Hauser, robert g. Et. Al., heart rhythm, vol 4, no 7, july 2007. Pgs 892-896. Other:: it was reported that there was an apparent lead fracture, inappropriate shocks were delivered, and the device reached elective replacement indicators prematurely. Both the lead and device were explanted. No patient complications were reported as a result of this event. A journal article also reports noncapture, oversensing, noise, and high pacing impedance. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event, capture, failure to, impedance, high, interference lead(s), fracture of oversensing shock, inappropriate.